Event description:
It was reported that the customer had a hospitalization on (B)(6) 2015 due to diabetes ketoacidosis. Customer's blood glucose level at the time of the hospitalization was 600 mg/dl. Customer states they were not wearing the insulin pump when admitted to the hospital. Mother states the customer had been off the pump for a few hours. The customer was treated with lantus syringe and had mentioned she had a cold prior to the diabetes ketoacidosis. Troubleshooting was not performed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.